Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2006. According to the complainant, the patient experienced complications post-procedure (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.